Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review was possible as no lot numbers have been made available but the database of change controls for the agb product family was reviewed and it was found there were no changes to raw materials, manufacturing methods or equipment since the original qualification exercises that could have contributed to the issue experienced by the customer or alleged adverse reaction. A complaint sample was not available for assessment but a review of our database has found these complaints to be the only complaints received for this issue for this product code therefore deemed an isolated incident. The investigation did not find product defect or manufacturing process issue so no action is required at present. The complaint sample and lot were not available at this time. Once a sample is received, we will assess and make further investigation if required. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the customer is having an anomaly using gentle border in the surgical sizes. The customer has seen patients having a rash/blisters. Prep process has reportedly not changed: prep products are alcohol with sterile gauze and chloraprep. This patient had a severe adverse skin reaction.